Event description:
The pt was admitted to day surgery for a left ankle anterolateral decompression (arthroscopic) with lateral capsule thermal shrinkage due to left ankle instability. The instrument used was a arthrocare system 2000 with a 3.0mm capsure wand. The operation was completed and it was noted that skin was blistered around the probe puncture site.